Event description:
The pixel would not cross, so the physician pre-dilated again, and then used the same pixel. The stent dislodged from the balloon in the patient and it was unable to be retrieved. Another stent was used to compress the pixel stent against the vessel wall (left main). There was no patient effect. No additional information was available.